Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt is unable to increase their intensity and "settings not available" displays. Caller further explained that pt's ins was replaced with intellis due to normal battery depletion of their restore ins and the programming was copied and transferred over to the intellis ins. Caller stated pt had no problems with their restore ins but are now experiencing issues with the programming with the intellis ins. Caller stated that all impedance values were within range. Caller confirmed that pt likes to feel stimulation and was programmed with group a, b, and c. Caller stated that pt had high pulse width settings and higher intensity. Caller did not want to attempt to decrease intensity due to pt's preferences in the way they feel stimulation. After further troubleshooting, the issue was resolved on group a and b but would not resolve on group c. Caller confirmed that they would instruct pt to only use group a and b and that pt received good coverage while using groups a and b. Caller also commented that they have seen other pt's experience issues with being unable to increase intensity in the past but it was always due to imped ance issues. Tss reviewed information. See pe 706459587 for the report of other intensity/impedance issues

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The rep reiterated the date they were notified. Patient and device information was reported. The rep noted there was were no impedance issues. The cause was not determined. Patient used other programs and was able to increase intensities and get pain relief, indicating the issue was resolved. Weight was unknown.